Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade procedure. During the procedure, the doctor was unable to fit a wire into the left ventricular lead. The lead was not used and another lead was implanted instead. The patient was stable before, during, and after the procedure.